Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils had migrated out of her fallopian tubes/ migration of essure device; abdominal cavity') and genital haemorrhage ('bleeding') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included d & c and irritable bowel syndrome. Concurrent conditions included adenomyosis uteri, vaginal hematoma and bacterial vaginosis. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain ("pelvic pain / pain"), menorrhagia ("heavier longer menstrual cycles/ menorrhagia"), dysmenorrhoea ("menstrual cycles that were usually painful/ dysmenorrhoea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). On (B)(6)2013, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and bacterial vaginosis ("bacterial vaginosis"), 14 days before insertion of essure. In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("cramping/ abdominal pain") and menstrual disorder ("menstrual cycle produced large blood clots"). On (B)(6)2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain/ cramping"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, levothyroxine, tinidazole and surgery (total hysterectomy (uterus and cervix removed), cystoscopy and ablation). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, female sexual dysfunction, hormone level abnormal, cystitis, urinary tract infection, vaginal infection and abdominal pain lower had resolved and the genital haemorrhage, abdominal pain, menstrual disorder and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, cystitis, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: three to 5 trailing coils were noted on both sides. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 12-dec-2019: pfs received- new event bacterial vaginosis was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 19-may-2016 who had essure (fallopian tube occlusion insert) inserted in 2013 for permanent sterilization. After the procedure, plaintiff started to experience cramping, pelvic and abdominal pains, as well as heavier, longer menstrual cycles that were usually painful and produced large blood clots. She went back to her health care provider to discuss the issues, and it was discovered that the coils had migrated out of her fallopian tubes. On or about (B)(6) 2013, plaintiff underwent a total vaginal hysterectomy, removing her entire uterus including the coils, as a permanent solution to the problems that she has been experiencing for years (discrepant information received). The pain and bleeding, as well as the emotional distress, had a great impact on her life, and were a direct arid proximate cause of the allegations contained in this complaint. Follow-up received on 08-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started experiencing bleeding (interpreted as genital bleeding). It was discovered that the coils had migrated out of her fallopian tubes. She underwent a vaginal hysterectomy less than a year after essure insertion (discrepant information was received since consumer reported having the events for years). These events are listed in the reference safety information for essure. After essure insertion, genital bleeding may occur. Given the nature of the event bleeding and lack of alternative explanation, a causal relationship with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, the exact location of the coils was not specified however reporter mentioned that coils had migrated out of her fallopian tubes and they were removed along with the uterus via hysterectomy. Therefore it is likely that this migration occurred towards the uterine cavity, not into the abdominal cavity. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils had migrated out of her fallopian tubes/ migration of essure device; abdominal cavity") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's past medical history included d & c and irritable bowel syndrome. Concurrent conditions included adenomyosis uteri, vaginal cuff dehiscence and bacterial vaginosis. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pelvic pain / pain"), menorrhagia ("heavier longer menstrual cycles/ menorrhagia"), dysmenorrhoea ("menstrual cycles that were usually painful/ dysmenorrhoea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). On (B)(6) 2013, 14 days before insertion of essure, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("cramping/ abdominal pain") and menstrual disorder ("menstrual cycle produced large blood clots"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain/ cramping"). The patient was treated with levothyroxine, tinidazole, ibuprofen, vicodin, surgery (total hysterectomy (uterus and cervix removed), cystoscopy) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, female sexual dysfunction, hormone level abnormal, cystitis, urinary tract infection, vaginal infection and abdominal pain lower had resolved and the genital haemorrhage, abdominal pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: three to 5 trailing coils were noted on both sides. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet and medical record received. Event ablation, abnormal bleeding (vaginal), apareunia, hormonal changes, bladder infection, urinary tract infection, vaginal infection, lower abdomen pain was added. Event outcome was updated for the event: ablation, abnormal bleeding (vaginal, menorrhagia), apareunia, hormonal changes, bladder infection, urinary tract infection, vaginal infection, lower abdomen pain, dysmenorrhea, migration of essure device; abdominal cavity, pain. Treatment drugs were added. Concomitant conditions were added. Reporter information was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.